Event description:
Baxter affilate reported "cracked/broken" homechoice sets. Upon evaluation of returned samples, baxter failure analysis lab noted cassette cracks, which resulted in a cassette leak. No patient injury or medical intervention was reported per baxter affiliate.